Event description:
The pt contacted lifescan (lfs) to request new batteries for the meter. It was discovered at that time their fasttake meter was set to the wrong unit of measurement (mg/dl instead of mmol/l). The pt had two hypoglucemic events in the matter of two days when they were hospitalized. Two days, prior to their call to lfs, the pt had taken their regular dose of 40 units of humulin r before dinner. They were not feeling any symptoms, but had misinterpreted their 'mg/dl' result as 'mmol/l'. The meter memory indicated results of 2.4 mmol/l and 2.7 mmol/l (43 mg/dl and 49 mg/dl respectively) that night. (If misinterpreted as 24 and 27 mg/dl, these readings are low like the actual glucose values). Sometime after dinner, the pt was "laughing, crying, and screaming and was not acting like themself. A family member went and got the nurse who lives close by. The nurse tested the pt on the subject meter and said that they were low. The pt was given sugar, but they remembered "spitting it out". They were then given a soda drink. Emergency services were contacted. The emt tested the pt, but they did not recall what the result was. At the hosp, their blood glucose result was 2.8 mmol/l (50 mg/dl). They were fed orange juice, cheese, and crackers. A re-test showed a result of 3.0 mmol/l (56 mg/dl). They were fed more food and tested again until their result was 6.8 mmol/l (122 mg/dl). They were released from the hosp. Prior to release, it was discovered that the pt also had a urinary tract infection, however they did not have any symptoms for it. Two days later they tested their blood glucose in the morning with a result of 55 mg/dl, but they misinterpreted it as '5.5 mmol/l'. They did not have any symptoms, and so they took their usual of 40 units of humulin 30/70, had a banana, and some water. They went back to bed. Two hours later, they were "laughing, crying, and thrashing around in their bed and looked like they were convulsing". They do not recall if another family member tested their blood glucose at that time. The emt gave them a glucose injection. Emt result is unk. At the hosp, they were given food and released when their sugars went up to 6.9 mmol/l (124 mg/dl). Post release from the hosp their insulin dosage was decreased. The pt's meter was set up for them at the pharmacy. Based on the info provided, the events meet the criteria for a medical device reportable. The pt experienced injury due to the product being in the wrong unit of measurement. Therefore, this case is reported as an adverse event.